Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis coincident with unknown dianeal therapy. It is unknown if the patient required hospitalization. The cause, treatment and outcome of the report are unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be conducted for potentially associated lot numbers h13g18044 and h13h08043. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g18044 and h13h08043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.